Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, instructions for use (IFU), visual inspection and specifications was conducted on the returned device during the investigation. Only a severed basket formation was returned for investigation. A visual investigation of the returned device noted; ¿the basket formation, the cannula and two wires that protrude approximately 5mm from end of cannula.¿ the device is shipped with instructions for use (IFU), which clearly state the proper warnings, precautions, and instructions for use. Specifically, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ a review of the device history record revealed one (1) non-conformance was noted, which was not related to this failure mode. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a flexible ureterorenoscopy - stone extraction from the kidney - without using a laser for this procedure. The device in use was an ncircle tipless stone extractor. The physician indicated the stone was captured in the kidney however, when the stone was attempted to be removed the stone-extractor was discovered to be broken at the distal part of the extractor. The physician stated that the broken part with the stone in it remained in the kidney. The physician had to use another grasper in order to remove the stone. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.